Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator exhibiting post-paced t-wave oversensing. No intervention was performed and the patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited additional episodes of post-paced t-wave oversensing.

Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed 18 aug 2021.